Manufacturer narrative:
A dispatched service engineer could confirm the reported issue of ventilator malfunction and has replaced the workstation's motor. The device was tested afterwards and released for doing further service on patients. The device log file and the suspected motor have been evaluated by the manufacturer. The records in the log show error entries and alarms that are in context with the reported symptoms. The motor was tested and did not start rotation at lower voltages. Visual inspection revealed a worn commutator. The workstation has been in use for approximately 7.5 years. Dräger concludes that the anesthesia workstation responded as specified to the malfunction of a component which is a wear-and-tear part. The automatic ventilation was shut down and a corresponding alarm was posted. Manual ventilation remains possible and the monitoring is still operable as well which allows the user to continue the patient support. No patient consequences have reportedly occurred. The device was fully functional again after repair exchange of the worn component.

Event description:
It was reported that the device posted a "ventilator inop" alarm during a procedure and stopped automatic ventilation. There were no consequences to the patient reported.